Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided on some events, dates unknown. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. The customer also reported using supplies for over 72 hours and was educated this is off label use.